Event description:
It was reported that a patient had the implantable neurostimulator (ins) removed about a week prior to the report due to an infection that had developed in the patient¿s buttocks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ammq, implanted: (B)(6) 2013, product type: lead. (B)(4).